Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse checked the system tubing for leakage and checked reagent probe 1, reagent probe 2, reagent probe 3 and the auxilary probe alignments. The cse replaced a tubing sleeve and primed the system. The cause of the discordant tniu results is unknown. The cse successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant cardiac troponin I (tniu) results were obtained on multiple patient samples on an advia centaur xp instrument. The initial results were not reported to the physician(s). The samples were repeated once with the exception of two patient samples which were repeated three times. The last repeat result was reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant tniu results.